Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had an MRI appointment yesterday and the handset and communicator were not working. The caller stated they charged the handset from 9am to 2:30pm yesterday, but by the time they went to the MRI appointment, the two pieces lost charge. The agent had the caller try to connect to the patient's implant, but they kept seeing 'search for device' and 'communicator not responding.' The patient stated that the "device not responding" screen is exactly what they saw yesterday. The caller tried repositioning the communicator, but that didn't resolve the issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and have the device checked. The caller also mentioned that patient said that it hurt a lot when they went to th e bathroom, and they urinated a lot. This started about 2 months ago. The caller mentioned that they already had the patient checked out because they said the patient has an infection.